Event description:
A customer reported wanting technical support to contact them after allowing their pump to charge. There was no reported impact to the customer's blood glucose level. An attempt was made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.